Event description:
It was reported that a patient underwent an unknown spinal procedure from "l3-l5 for degenerative disease." At an unknown time post-op, it was reported that the screw at l5 was broken. The patient underwent a revision procedure to replace the screws. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage approximately ~3-4 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant damage and/or smearing noted to the fracture surface. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately ~30% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Radiographic images were received. Xrays were reviewed of a patient in italy who underwent pedicle screw fusion l3 to l5 with open technique and crosslink between l4 and l5. Alignment appears satisfactory and screw position appears nominal. No interbody support is noted. Both films are sagittal and of poor quality. Reported fracture of the l5 screw cannot be verified in these radiographs.